Event description:
Healthcare professional additionally reported "hole in valve". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported side deflation and "hole in valve". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a crease fold, partial delamination of the valve, a cracked opening, and one curved opening on the radius. A leak test and microscopic analysis was performed which identified a cracked valve, partial delamination of the valve (adhesive failure), one striated opening on the radius, and wear/abrasion. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Also noted was one striated opening on the radius assessed as surgical damage, consistent in the use of some surgical tool. Partial delamination of the valve (adhesive failure) was also observed.